Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer experienced a high blood glucose (bg) level that was "high" per continuous glucose monitor readings. No further information was obtained as customer declined troubleshooting for this issue with tandem technical support.